Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the .014" guidewire was noted to have caused a dissection in the false lumen of the lesion. The physician elected to convert to a carotid endarterectomy (cea) as a result of the event. The patient's clinical condition after the completion of the procedure was reported as stable.